Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The device dropped two needles into the patient's cavity while being toggled during the case. The needles were retrieved. To resolve the issue and complete the case, used a new reload.